Event description:
It was reported that the patient presented to the emergency room after having two days of right sided chest pain. An ultrasound revealed the right atrial lead had perforated the patient's heart and dislodged. The physician explanted the patient's atrial lead. The patient was stable throughout.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead had perforated the patient's heart into their lung. The physician explanted the lead. No patient condition was reported.